Event description:
As reported by the edwards clinical specialist, there was an annulus rupture/perforation during transcatheter aortic valve replacement (tavr). Per report, it was an excellent transapical procedure throughout. Upon root injection post valve deployment, it was noticed that contrast was leaking somewhere in the root or below the annulus. The patient was put on cardiopulmonary bypass (cpb) and converted to open heart surgery. Surgical repair was performed, leaving in the 23mm sapien valve. The patient was reported to be in stable condition the day following the procedure. Per report, it was not know if an annular rupture developed following valve deployment or if the guidewire or delivery system may have perforated the lv wall just inferior to the implant location. There was severe native valve/leaflet calcification, and moderate aortic root calcification. The native annulus diameter measured 20mm by tee.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Upon investigation it was learned that there was not an annular rupture as initially reported. After the patient was converted to open heart surgery a small perforation in the left ventricle just below the annulus was noted, which, per the medical team, may have resulted from the tip of the delivery system. The device information in section d of this form has been corrected to reflect this new information. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the lv perforation was may have been cause by the delivery systems being advanced too far without the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.